Event description:
The patient contacted baxter's technical service center regarding only draining 48 ml before moving on to the last fill, which occurred on the homechoice (hc) during use during last cycle drain and fill. The patient stated the hc went to last fill and they had only drained 48 ml in the last cycle drain. After the end of therapy the patient did a manual drain and drained out 2700 ml. The patient stated the last fill volume equaled 1000 ml. The baxter technical service representative (tsr) asked the patient if therapy had any alarms and the patient stated no. The patient stated he saw the hc in the last drain, drain out 48 ml and then go to the last fill. The tsr checked the therapy log and the total volume equaled 7540 ml, the total drain volume equaled 8948 ml, the total ultrafiltration equaled 1408 ml, and the last fill equaled 999 ml. This met increased intra-peritoneal volume (iipv) criteria. There was patient involvement but there was no patient injury indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(4) 2011, regarding the reported iipv. The rn stated she was not aware of this incident and verified that the patient's largest prescribed fill volume was 1600 ml. The rn stated the patient has not reported any other symptoms or drain volumes that meet iipv criteria. There was no patient injury or medical intervention associated with this event. The nurse did mention that the patient has been retaining fluid and would be going on extraneal to address this. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv). No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, one or more cycles advance to next fill when slow/no flow occurred above the minimum drain volume threshold.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.